Event description:
A medtronic rep reported, a surgeon told her that they felt inaccurate during an o-arm spine case today with the s7 navigation sys. After taking the first spin, the surgeon did not notice at first the inaccuracy, but then thought that navigation was showing the instrument too deep. They took a second spin and claimed this was also inaccurate. They then discontinued navigation for screw placement and brought in a c-arm. After placing screws, they took a post-op spin and said that everything was in the right place. No impact on pt outcome reported.

Manufacturer narrative:
Medtronic rep tested sys and was not able to recreate the issue. Sys checkout performed 2 test spins with a spine model and was able to navigate accurately with blunt top pointer probe and ball tip probe. It was accurate in all directions. Software investigation still in progress. No impact on pt outcome reported.